Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. Subsequently, the customer went to the emergency room (ER) on (B)(6) 2026 with a blood glucose (bg) level of 720 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.